Event description:
Additional information received reported that this patient had a ventricular tachycardia (vt) storm, for which they received several bursts of anti-tachycardia pacing (atp) and shocks. The last shock exhibited a shock impedance measurement of greater than 125 ohms. Additionally, the device recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. A non-invasive programmed stimulation (nips) was performed which revealed a shock impedance measurement of 80 ohms. No further actions had been planned at that time. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. Additional information was requested; however, no information was available. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited an out of range shock impedance measurement. No adverse patient effects were reported. The lead remains in service.